Manufacturer narrative:
The cerelink sensor (ID: 826851) was returned for evaluation. Device history review: the product code: 826851 with lot: 7573812, sn: (B)(6) conformed to specifications when released to stock. Failure analysis: the issue of the complaint was confirmed: received with sutures. The catheter was kinked at 2.6 cm and 12.5 cm from distal tip. Foreign matter observed on the connector. Internal wires broken. No further testing possible. Root cause analysis: the possible root cause for this issue reported by the customer could be due to mishandling of the catheter while moving the patient.

Event description:
A facility reported a cerelink sensor (ID: 826851) was implanted. The device stopped reading after being implanted for several days, while the nursing staff was boosting patient in bed. Sensor was not retrieved due to the event. Additional information: implant location (ex: parenchyma): parenchyma. Was the integra/codman icp monitor connected to a patient monitor: yes. If yes, provide patient monitor make & model: drager. Was the patient lead always connected: most of time, rn did not it came off around the time of failure while boosting patient in bed. What was happening with patient: sensor momentarily showed 149 for icp, then immediately went into cable failure mode.